Event description:
It was reported that this right atrial (ra) lead exhibited a fluctuation in thresholds and was further noted that the patient was occluded on the left implant. This lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.